Manufacturer narrative:
At analysis it was noted that the device appeared to be received in good cosmetic/mechanical condition though the device was sticky and the display was scratched, though it was additionally noted that it was considered acceptable. The device had several failures on its incoming test on the automated test console and it was specifically noted that there was no ventricular output and that the battery contacts were contaminated. The suppressor diode was replaced, the main board was calibrated and the battery contacts were cleaned. The device then passed its final test on the automated test system with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.